Event description:
It was stated that the customer passed away during neck surgery. The customer was wearing the insulin pump at the time of her death, and was experiencing blood glucose levels above 600 mg/dl. The customer was in a lot of pain, and wanted to die, so she was given medication for her pain. The customer had attempted to control her blood glucose levels with the insulin pump and with manual injections to no avail. The caller agreed to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.